Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during intraocular lens (iol) implant procedure, the surgeon noticed that the intraocular lens was scratched/with a line after implanting the lens. The lens was explanted and replaced with same model same diopter company lens during initial procedure. The procedure was completed on same day with 3 minute delay without any harm to the patient. Additional information has been requested.